Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 181 mg/dl at the time of the call. The customer stated that there were cracks on the battery cap ant battery compartment. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had an intermittent button response due to corroded keypad traces. Unit the insulin pump had a cracked window corner, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.